Manufacturer narrative:
Continuation of d10: product ID: 8596sc; serial#: (B)(6); implanted: (B)(6) 2018; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 18-may-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (lioresal) 2000 mcg/ml at 390 mcg/day with 4 flex dosage of 37 mcg/flex dosage via an implantable pump for intractable spasticity. It was reported that the patient reported baclofen withdrawal symptoms after pump replacement on (B)(6) 2024. Patient was admitted to the emergency room (ER). Environmental/external/patient factors that may have led or contributed to the issue were none known. Diagnostics/troubleshooting performed included x-ray to check catheter. Actions/interventions taken to resolve the issue included a catheter revision surgery. Provider decided to do emergent exploratory surgery of pump pocketall connections were good, there was successful aspiration. Hcp decided to replace the pump segment anyway and aspirated, bolus administered. Patient's withdrawal systems cleared soon after pump catheter revision. Patient was discharged. The issue resolved with patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2018, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.